Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. The balloon was folded and wrapped around the shaft of the device. The device was attached to an encore inflation unit in an attempt to inflate the balloon to its rated burst pressure when a leak was noted in the balloon material. Microscopic examination of the balloon observed a small circumferential like tear located 18mm proximal to the proximal edge of the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was originally reported as a balloon rupture on the 2nd quarter alternative summary report. Due to analysis findings approved on (B)(6) 2010 this is now reportable on the 3500a medwatch form. It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed lesion was located within a previously placed non-bsc stent in the mildly calcified and moderately tortuous superficial femoral artery. The vascular access site was femoral. On the first inflation the (B)(4) balloon was inflated for a few seconds and ruptured at twelve atmospheres. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Device analysis indicates a circumferential tear occurred.